Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum a+. The reporter stated that on (B)(6) 2026 at 2:00, was initiated an infusion through the primary channel via peripheral intravenous access (piv) with 100 ml of normal saline (ns) plus 3 ampules of furosemide to infuse for 24 hours. At 7:00, bactrim with 250 ml of normal saline was initiated through channel b. At 8:00, the hemotherapy department administered one 50 ml bottle of albumin through the same piv line. At 10:30, it was noted that the furosemide infusion had infused more volume than programmed; approximately 20 ml remained to be infused. The infusion was stopped, and the supervising nurse was notified. There was patient involvement, however according to the report, the patient remained asymptomatic. There is no additional information provided.